Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2019 and suture was used. The needle broke during use. Changed another suture to complete the surgery. No additional information could be provided. No reported patient consequences.